Event description:
During a laparoscopic cholecystectomy procedure it was reported by the affiliate that the clips were dropping from the jaws. There was no patient consequence.

Manufacturer narrative:
Facility experienced an event with your ligaclip endoscopic multiple clip applier while performing a lap cholecystectomy. The product complaint team has completed its investigation of the device which was returned to co with product inquiry #972033. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws no, damaged jaws yes, damaged cutter n/a, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform no, firing: form conform no, jaws: hold clip no, jaws: inside width at tips .210, lockout functional yes. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are close over a hard object, the jaws cam become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.